Manufacturer narrative:
Investigation is ongoing and a f/u will be submitted when results are available.

Event description:
It was reported that the wheel of the bed was damaged. There was no pt involvement or adverse consequences reported.